Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the as lvp 20d 2ss cv there were leaks. The following information was provided by the initial reporter. The customer stated: "there is leakage during disconnection from the aleris tubing from injector. The locking n40-o injector has allowed two chemo spills when disconnecting from alaris tubing during infusion. It can be difficult for pharmacy tech to completely attach the injector during medication prep."

Manufacturer narrative:
H6: investigation summary the customer provided two photos of the leakage described in report. The photos are enough to verify the complaint but without further evidence like a physical sample to investigate, the root cause remains unknown. This type of complaint has been seen before and there is a chance that the luer lock collar has been over tightened. When tightening these two infusion devices, ensure that the connection is made with light force until it stops. This is a sound seal and will not leak unless there are actual defects with the devices. A device history record review for model 2420-0007 lot number 21053143 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported when using the as lvp 20d 2ss cv there were leaks. The following information was provided by the initial reporter. The customer stated: "there is leakage during disconnection from the aleris tubing from injector. The locking n40-o injector has allowed two chemo spills when disconnecting from alaris tubing during infusion. It can be difficult for pharmacy tech to completely attach the injector during medication prep."